Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from the tubing set at the end of the treatment approximately a month ago. The patient stated the cycler did not get wet inside the cassette door. The cassette/tubing set in question had already been discarded. Follow up with the patient's pd nurse noted the patient did not notify the nurse about this incident. Additionally, the nurse stated she contacted the patient several times and the patient had not reported experiencing any adverse events as a result of this incident.